Event description:
On 1/27/2010, baxter received the FDA request for additional information regarding voluntary medwatch report (B)(4) from (B)(6) medical center. Baxter did not receive a copy of the actual voluntary medwatch report. The colleague pump user interface module master software version is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4) reportedly, the device was sent to the facility biomedical department and repaired on 2-4-09 under order (B) (4). Attempts are being made to retrieve the evaluation report. The report has not yet been received. The device has been serviced three times prior to this event. The device has not been previously sent into service for the reported condition of pole clamp broke. A response to FDA report (B) (4) will be submitted with the information requested as soon as it becomes available.

Event description:
On 01/27/2010 baxter received a mandatory and voluntary report (B) (4) via fax from the FDA. The reported event occurred at (B) (6), on (B) (6) 2009. The reported event occurred while using colleague triple channel pump (B) (4) which was connected to and infusing medications into a patient. The facility noted that the pump was infusing epinephrine gtt, lidocaine gtt, and maintenance IV fluid. The pump was secured to an IV pole when the clamp broke causing the pump fall to the floor. The IV tubing snapped and the patient did not receive medications for about 10 minutes. The patient ws stabilized in about 25 minutes. No patient demographics were reported. No additional information is available at this time. It is unknown whether or not patient injury occurred. Additional information received from the facility risk management on 2-10-10 indicates the following: the patient was receiving an infusion of epinephrine and lidocaine (dose, rate, volume unknown) for an unknown diagnosis when the intravenous (IV) pole clamp broke, resulting in the pump falling to the floor. The IV tubing broke at that time resulting in an interruption of the infusions to the patient. The patient's blood pressure (bp) was 95/50 and dropped to 70/30. The patient's cardiac output was decreased to an unknown level. Interventions included increased monitoring of vital signs, and the inotropic medication rates were increased to restore the blood pressure. The patient vital signs were restored to normal and the patient outcome was good.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 225 mg/dl, 105 mg/dl, 91 mg/dl, and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). This device was not returned to the baxter for evaluation. The facility biomedical manager provided a copy of the facility work order for repairs made to this device by the facility. The following information was provided: "the infusion pump fell to the floor causing considerable damage to the pump. The parts replaced were: sub plate, plate, IV pole clamp, v-block". Baxter requested additional information and was advised no further information is available. A device history review was performed by baxter and indicates: no exception was observed during manufacturing. A service history review was performed by baxter and indicates: the device has not been previously sent into service for the reported condition of "pole clamp broke". A trend review was performed on the pole clamp assembly and indicates: the complaints per million infusions (cpmi) for the time period (B)(4) 2009 through (B)(4) 2009 is 0.6 which is below the 3.4 cpmi threshold needed to trigger a CAPA investigation. There have been no design changes or modifications in the device since first marketed related to the reported event. There have been no other MDR reportable events for the pole clamp assembly over the time period from (B)(4) 2009 through (B)(4) 2010 for this event.